Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues, intermittencies and pain at the implant site. The pt was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. In 2006, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's device has been scheduled.